Manufacturer narrative:
No systemic product problem with the reagent or hardware was identified. The observed discrepancy is most likely due to the sample being a weak positive for the flu a target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Although a root cause cannot be identified for the sars-cov-2 target discrepancy, the data showed true amplification. This is a sample-specific issue and the reagent is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient sample using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same sample was repeated on another cobas® liat® analyzer and generated negative results on all 3 targets. The negative results were reported and no harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.